Event description:
It was reported that this right ventricular (RV) lead was surgically explanted due to unknown product performance reason. This RV lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.